Manufacturer narrative:
This report is filed, february 12, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2016 for repositioning the receiver/stimulator unit. Subsequently the device was unable to be repositioned and it was explanted; during the same procedure a new device was implanted. The device has not been made available for analysis as of the date of this report, february 11, 2016.

Manufacturer narrative:
This report is filed june 23, 2016.